Event description:
It was reported that the pt was not able to adjust or turn on her stimulation prior to having the pt programmer stolen from her bag while on vacation. The pt programmer would not show settings when she tried to reset her device after going through security. Further information is being requested from the hcp.